Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set came off event on (B)(6) 2025. It was reported that the patient was hospitalized due to high blood glucose. The patient stayed in the hospital for three days. No further information available.